Manufacturer narrative:
Visual inspection of the reported device shows the upper jaw received damaged and was not allowing the suture capture to load on to the device. A functional test was attempted; however, the suture capture was not loading due to the upper jaw being damaged. The upper jaw was found crushed and when attempted to load the suture capture, it would not load completely. A needle was able to load and unload properly. Based on the condition of the returned device, customers complaint was confirmed. Root cause based on our visual inspection is due to excessive force applied to the device. Excessive force applied to the device can result in damage to the device. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the suture wouldn't pass properly due to an upper jaw malfunction. Procedure was completed using a competitive device. No patient injury or other complications were reported.